Event description:
It was reported that the handpiece was leaking oil during sterilization. There was no pt contact and no report of adverse consequences.

Manufacturer narrative:
The handpiece was retuned to the manufacturer for investigation. According to the quality engineer, no problem was found with the handpiece. The alleged leaking could not be duplicated.